Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a leak occurred from the disposable supplies. The intravenous fluid bag was checked and no pinpoint openings were found. The disposable supplies were used for potential issues and lots of air bubbles were noted on both sides of the filter. The reporter was unable to find any other areas of potential leakage. The person missed two doses of medication bag during a 24 hour period. No patient injury was reported.

Manufacturer narrative:
Other text: additional information provided in h3, h6, and h10. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. No problems or issues were identified during this device history record review.